Event description:
It was reported that the handle broke off when removing the peek sheath. It should be noted that the procedure was completed successfully, there was no patient impact, medical intervention was not needed, there was no delays in the procedure, and no adverse events were reported to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported, that the handle broke off when removing the peek sheath. It should be noted, that the procedure was completed successfully. There was no patient impact. Medical intervention was not needed. There was no delays in the procedure. And no adverse events were reported to the patient.